Event description:
It was reported that the patient's cleo site was leaking, resulting in insulin between the product site and the patient's skin which caused the patient's blood glucose to exceed 300 mg/dl.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.